Event description:
It was reported that a flogard infusion pump had experienced an f-94 alarm. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified that the f-94 alarm occurred. The device was visually inspected and functionally tested. Service determined that the cause of the f-94 alarm was a damaged main battery. In order to correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.